Manufacturer narrative:
Intuitive surgical, inc. (Isi received 6 green sureform 45 reloads and 1 blue sureform 45 reload for failure analysis evaluation. The stapler reloads were found to have cartridge damage at the proximal end. Material was found to be missing from the reloads but were not returned. Isi also received the sureform 45 stapler instrument associated with this complaint and completed investigations. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on an in-house system and failed the engagement test on 3 out of 3 attempts. The instrument was removed from the arm, and the stapler reload was removed from the instrument. No damage was found to the stapler reload. A system log review was completed for the sureform 45 stapler instrument. The logs indicate that the stapler was installed seven times and fired seven sureform 45 reloads (6 green followed by 1 blue). During the first installation, the system failed to automatically detect the reload color, requiring the user to manually select the green reload via the surgeon side console (ssc) touchpad. For each installation, the initial clamp was successful, and all firings were completed without any pauses for compression. After the seventh installation, the instrument was removed and not used again during the procedure. No stapler-related errors were identified in the log data. A review of the customer's system was unable to confirm any engagement failures. Additional h10 related manufacturer reports for the reloads: - 2955842-2025-43358. - 2955842-2025-43359. - 2955842-2025-43363.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sides of the sureform 45 stapler reloads were shaved off, and the fragments fell into the patient, leaving foreign bodies inside the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.